Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer's father reported via phone call that insulin pump had piece of plastic missing on the reservoir compartment and crack. Customer's blood glucose value was 355 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.